Event description:
The first iabp (ultraflex 7.5fr) was kinked making it unusable. The second iabp was inspected by the physician prior to placement and deemed ok. However, after the iabp was in the correct position and started to inflate, I noticed the waveform on the iabp control was not reading right. The physician then used fluoroscopy again to verify position and noticed that the ballon was not inflating properly. The second iabp (ultraflex 7.5fr) was taken out and a third iabp (rediguard 8fr) was placed without complications.